Event description:
It was reported the endotracheal tube cuff leaked 3-4 minutes after placement. The endotracheal tube was removed and replaced. No pt complications were reported as a result of this event.

Manufacturer narrative:
A quality complaint investigation was performed. One used 1.d 7.5mm cat #: mm61110075 endotracheal tube with frosty balloon fitted with pp connector of corresponding size and marked as per unomedical specification was received. Product fitted with pvc bullet valve with pilot balloon printed with size identification and work order #: (B)(4). Product was received in a plastic bag enclosed in an envelope. The product was closely examined. Attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated slowly during inflation. Balloon section was dipped into a beaker of water and inflated with air via the valve with a luer tip syringe. This was repeated. Air bubbles were seen escaping away from one spot of the balloon wall indicating that there is a leakage. The leak spot was reconfirmed when the inflation test was repeated using the color water. Product was closely examined under magnification and revealed that there are two slits cut on the balloon wall. Surface of the end cut has a jagged appearance. Reviewing of manufacturing record for this particular lot of product does not reveal any signs of leak detected during the 100 percent inspection. Based on the investigation findings, we anticipate the slit cut on balloon could have been induced during product usage where balloon may potentially contact with sharp object during intubation process such as laryngoscope; glide scope; teeth etc. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring review will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received. Updated (device available for evaluation). Returned sample was received at the manufacturing site on 06/11/2015. Evaluation is still in progress. No additional information/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a f/u report will be submitted.